Event description:
The customer reported a leak from the baths of a coulter lh 780 hematology analyzer, which was contained to the instrument. In addition, the instrument generated flags while processing controls as well as aperture errors. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure in connection with the leak. There were no erroneous results generated and there was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was a loose red blood cell bath. The fse replaced all three o-rings on the bath, then pushed and retightened the bath, resolving the leak. (B)(4).